Manufacturer narrative:
Batch review performed on 28 february 2025. Lot 2401141: (B)(4) items manufactured and released on 28-feb-2024. Expiration date: 2029-02-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. The surgeon revised liner height, which is a common practice to restore the joint mobility. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 3 months after the primary, the patient came in reporting pain and stiffness and the cause is unknown. The surgeon downsized the poly (13 to 11mm) and the surgery was completed successfully.